Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in the hospital after receiving a shock. Upon interrogation, a possible high voltage lead issue alert was displayed. One hv shock was aborted, and the patients vf rhythm converted to sinus on its own. Low hv lead impedance was observed post-shock. Device replacement is being considered, but the patient might not undergo an additional surgical procedure since patient will be transitioning to hospice care.